Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and was able to confirm the reported event and determine the cause to be due to a faulty main printed circuit board. The main printed circuit board was ordered however has not yet been installed. Upon completion of the evaluation a follow-up report will be supported at that time.

Event description:
The customer stated that this unit is alarming transducer fault. All of the exhalation parts were replaced but the issue was not corrected. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the main printed circuit board was returned to the failure analysis lab for evaluation however the reported issue was unable to be reproduced as the component operated as expected.